Manufacturer narrative:
Medwatch report related mw5117590. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2022, a patient received a localizer tag and the customer reported that the marker migrated for unknown reasons and when they performed the surgery they were not able to find the marker, which lead to a significant hematoma at the surgery site, the patient required additional procedure to mark the the cancer site again and had to repeat the surgery. No other information is available.